Event description:
Contact reported using a mitek rapidloc device in a meniscal repair procedure. It was stated that the anchor did not properly deploy during attempted use. The caller stated that they were unable to locate the devices silicone sheath. They did not know if it was pulled out with the device and fell on the floor, or not. The case was converted to an open procedure as a result of this situation.